Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the atrial pacing lead was beyond the expected lower range. (B)(4).

Event description:
It was reported that the during a routine device check, interrogation of the device confirmed that the atrial lead had a polarity switch due to decreased impedance. The patient stated they had a hemostatic treatment by means of endoscopic high-frequency ablation on the day of the polarity switch. As the incident and the treatment took place on the same day, the treatment was suspected to be the cause of the incident. The lead remains in use. No patient complications have been reported as a result of this event.